Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall exhibits minor scratch marks, and signs of melting. Based on the device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device identified glass cap detachment. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.